Manufacturer narrative:
The reported meter and test strips have been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. All results were within range specification and no errors were observed during control solution testing. No malfunction or product deficiency was identified. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer's wife, calling on behalf of her husband who received high reading on the adc blood glucose meter compared to the hcp meter. On (B)(6) 2019 at 08:32 am, the customer received a reading of 180 mg/dl on the adc meter and self-treated with 4 units of novolog (insulin aspart). Approximately 2-3 hours later, customer was sleepy, tired and "wasn't himself" and was taken to the hospital where a reading of 32 mg/dl or 42 mg/dl was obtained on the hcp meter. Customer was treated with an unspecified medication via IV to raise his sugar level. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife, calling on behalf of her husband who received high reading on the adc blood glucose meter compared to the hcp meter. On (B)(6) 2019 at 08:32 am, the customer received a reading of 180 mg/dl on the adc meter and self-treated with 4 units of novolog (insulin aspart). Approximately 2-3 hours later, customer was sleepy, tired and "wasn't himself" and was taken to the hospital where a reading of 32 mg/dl or 42 mg/dl was obtained on the hcp meter. Customer was treated with an unspecified medication via IV to raise his sugar level. No further treatment was reported. There was no report of death or permanent impairment associated with this event.